Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012657605 was returned and analyzed. On the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, the pebax tube was observed to be twisted. The pcba chip was reprogrammed for functional testing. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the issue (array kink) was confirmed through testing and analysis. The catheter failed return inspection due to the pebax tube was twisted and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation procedure using the catheter pscc100 pulseselect, after the ablation was completed, the array was recaptured into the sheath and the catheter was removed from the body without issue. When an attempt was made to redeploy the array, the array could not be moved and the introducer could not be moved from the catheter tip. Flushing the catheter and advancing the wire back in was attempted, but resistance was met near the distal end of the catheter. The introducer was removed from the catheter, revealing a large kink at the point where the shaft and array meet, and the wire was still unable to pass through the catheter. The catheter was not needed again as the pulmonary veins and posterior wall were already isolated, and the case was completed successfully. No patient complications have been reported as a result of this event.